Manufacturer narrative:
.

Event description:
It was reported by the physician that his programming tablet was unable to charge due to a faulty power cable. It was also noted the faulty power cord had been lost by the physician's office. The faulty power cable was replaced with another power cord belonging to another tablet at the clinic and the original tablet was able to charge properly. The company representative left their known working power cord and the physician's office and asked to have a replacement shipped to her. The replacement power cord was received by the company representative. Attempts for additional relevant information have been unsuccessful to date.